Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the tip of the fiber was damaged at 148,321 joules. Also, it was reported that there was a decrease in vaporization efficiency. No pt injury was reported. A device eval is pending.